Manufacturer narrative:
During testing, it was found that the ground prong of the ac power cord was broken. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The device was returned to the service center for a request from the customer contact of a broken display and indicated a large scratch on the touched. No add'l info was provided. This is not a reportable malfunction. However, during verification testing at the service center, the ground prong was found to be missing from the ac power cord.